Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed that the device was intact with no apparent issues. Air aspiration was reproduced when a test catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.

Event description:
Information received by medtronic indicated that there was air ingress during aspiration of the sheath. The sheath was being used with a phased radiofrequency (rf) ablation catheter. The sheath was replaced and the rf procedure was completed. There were no patient symptoms or complications related to the event.